Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif type xp150n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif type xp150n reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. Although the customer has been trained as per olympus medical systems india (omsi) training IFU, customer should performs pre-clean steps without any delay, there is a possibility that delay happens sometimes at customer end in precleaning. So, the device might be not correctly reprocessed at the time of pickup of the device for inspection at the omsi workshop.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the following components: nozzle, plastic distal end cover, adhesive around objective and light guide lenses, bending section cover, connecting tube, and up,down, and right, left knob. T here were no reports of patient involvement.